Manufacturer narrative:
Brand name: the device brand name was unknown. The catalog number and lot number were unknown. Mfg date: the device manufacture date is unknown. The device has not been returned as this is a single-use instrument; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported that during an unspecified surgical procedure, it was observed that a piece of the cutter device was stuck in the attachment device. According to the report, the burr device broke off. It was further reported that the piece of the burr device did not fall into the patient or the sterile operating filed. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in july 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.